Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. The photo shows a partial view of the guidewire in the guidewire hoop held by a clinician. The guidewire is noted to be deformed near the distal end. The photo shows a partial view of the guidewire held by a clinician, introducing it into the introducer needle. No anomalies can be noted as the photo is blurry. Therefore, the investigation is confirmed for the identified guidewire deformation issues. However, it is inconclusive for the reported fracture issues as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, device, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the equistream split tip catheter placement procedure. It was reported that during the procedure the guidewire was allegedly had broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the equistream split tip catheter placement procedure. It was reported that during the procedure the guidewire was allegedly had broken. The procedure was completed using another device. There was no reported patient injury.